Event description:
It was reported that the right ventricular lead exhibited noise with oversensing and inhibition. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 9.0 cm to 9.2 cm from the connector pin end, due to friction with device can. The insulation was damaged at 4.5 cm from the connector pin end.